Event description:
It was reported that the patient presented in clinic on (B)(6) 2026 for right atrial (ra) lead revision along with a normal generator changeout procedure. It was previously noted that the patient had experienced pocket stimulation with discomfort for the past months. It was also noted that the ra lead exhibited noise over-sensing, leading to inappropriate automatic mode switch. However, pacing impedance, capture threshold and sensing values were normal. Ra lead insulation breach was therefore suspected. The ra lead was capped and replaced successfully. There were no patient consequences.